Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. The customer tried multiple mannequins with the platform but the message did not clear. The platform did not provide any compressions. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/13/2015 for investigation. Investigation results as follows: visual inspection of the returned platform showed no visible or physical damages. A review of the autopulse platform's archive data was performed and the reported complaint of a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed. The archive data showed that multiple ua 7 faults occurred on the reported event date of (B)(6) 2015. The reported complaint was reproduced upon initial functional testing. The platform was powered on and displayed a ua 7 fault. It was found that both load cell modules were defective. Based on the investigation, the parts identified for replacement were both load cell modules. In summary, the reported complaint of a ua 7 fault was confirmed based on the platform's archive review and upon initial functional testing. The fault was found to be due to defective load cell modules, which were replaced to remedy the reported complaint. Upon replacement of the defective parts, the platform was re-evaluated through functional testing and passed all testing criteria.